Event description:
During a repositioning and subsequent lens exchange using a 19g packer change iol cutter, the blade broke off in the pt's eye during the first cut of a crystalens. The broken piece was removed and there was not impact to the pt.

Manufacturer narrative:
The scissors were returned rusted and corroded indicating that they were not cleaned and maintained according to the directions for use.